Event description:
It was reported that after a bone biopsy when the needle was being withdrawn, the hub became detached from the needle outside of the pt, the procedure had been completed when the reported event occurred.